Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 522 mg/dl. Reportedly customer was disconnected from pump for some time. Additionally, customer was using insulin other than u-100 humalog or u-100 novolog, bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.